Event description:
A malfunction was reported with the pump displaying malf 16 error code, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, confirmed the shipping address, and advised the customer to store the pump before returning it. The customer, whose pump was under warranty, was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery while awaiting the replacement.